Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-01843. It was reported that when the patient presented remotely via merlin.net transmission, high ventricular rate alert due to inhibition of pacing was observed on the rv lead. The physician also believed that the device header caused noise issue. The patient is not pacemaker dependent. There was no intervention, and the patient will continue to be monitored. The patient was stable.